Manufacturer narrative:
Concomitant products continued: 5076-45 lead, implanted (B)(6) 2010. Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated a software error. Analysis of the data indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited an electrical reset with subsequent invalid data. The device was interrogated to clear the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that another reset occurred approximately six weeks later and the patient was becoming concerned that the crt-p was not functioning as intended. Programming options were discussed and the device remains in use.